Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient (B)(6) has an scs system which includes two leads from the same lot. It was reported the patient experienced a decrease in pain relief approximately two months following implant (exact date unknown). The patient reported stimulation was felt mostly in the lower back and waist in the area the leads were implanted. X-ray imagery confirmed the leads had migrated. The leads were explanted and replaced which resolved the reported issue. Effective therapy was restored following the procedure.